Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented via remote transmission. Review of the transmission revealed an alert for low impedance on the left ventricular lead. There were no pacing abnormalities. The patient was transferred to another clinic and will be monitored there.

Event description:
New information received notes that the left ventricular lead kept exhibiting low pacing impedance. The lead was explanted successfully with insulation damage noted on the lead body. A new lead was then implanted. The patient condition was stable.